Manufacturer narrative:
E1: patient city: (B)(6) patient country: united arab emirates

Event description:
Reference number (B)(4) event occurred in united arab emirates it was reported that patient faced infusion set tubing kinked event on (B)(6)2025. The insertion site was lower back. The blood glucose level was high (specific value unknown) and the patient was treated with correction injection via manual injection. No further information available

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary revision 21 of (B)(4) does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of (B)(4). Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6004815, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 18-sep-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal "6004815". The count of complaint is 0 which is below 3. No further statistical trending analysis is required. Device history record (DHR) review: the lot 6004815 was manufactured according to the work instruction (wi) version 78 and manufactured in the machine multivac 12 on 08/jan/2024, with a total of (B)(4) units. Glue-tubing lot: the lot 3m01735 was manufactured according to the wi version 41 and manufactured in the machine mp04, mp05 and mp08 on 17/dec/2023, with a total of (B)(4) units. The lot 3k02796 was manufactured according to the wi version 40 and manufactured in the machine mp04, mp05 and mp08 on 24/oct/2023, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.